Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, angina and occlusion, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data: (B)(6) 2015: ck=250 u/l, normal upper limit 234, (B)(6) 2015: ck-mb=8.1 ng/ml, normal upper limit 6.3, (B)(6) 2015: troponin I=1.69 ng/ml, upper reference limit 0.50. Concomitant medical products: dilatation catheter: nc trek (3.5x15, 3.0x15, 3.0x8), stent: xience alpine (3.5x23), other: aspirin, clopidogrel. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure with placement of a 3.5 x 23 mm xience alpine stent in the mid right coronary artery. A 3.0 x 23 mm xience alpine was implanted in the 1st obtuse marginal artery. During the procedure, a dissection occurred after implantation of the 3.0 x 23 mm xience alpine stent in the 1st obtuse marginal artery. A 2.5 x 12 mm xience alpine was implanted to treat the dissection. The right ventricular branch closed off. Additionally, a perforation occurred in the distal 1st obtuse marginal artery, caused by an unspecified guide wire. No treatment was provided for the occlusion or the perforation. The dissection, occlusion and perforation resolved the day of onset. Post procedure, the patient experienced a cardiac enzyme elevation and non-serious angina. Medication was administered to treat the angina and no treatment was provided for the enzyme elevation. The enzyme elevation resolved one day post procedure. The angina resolved on (B)(6) 2015. No additional information was provided.